Event description:
A surgeon reported a patient with an overcorrection following intraocular lens (iol) implant surgery. The surgeon reported that following the iol placement, he verified the lens was in good position. Postoperatively the refractions indicated the patient was overcorrected. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on 02/22/2012 and 03/01/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).